Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the co2 on two hemopro devices was not flowing through the (B)(4) short port or the cannula after connecting the tubing. A third replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, technical evals cannot be performed. Per our standard sop's , all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the one reported product lot number (25059303). There was no nonconformance recorded in the lot history. A lot history record review could not be performed for device #2 as the product lot number is unk. (B)(4).